Event description:
Pt with existing ICD system was found to have a lead fracture on their right ventricular pacing defibrillator lead. The lead was extracted by laser, an a new right ventrical lead and medtronic ICD generator was implanted in the right pectoral regieon. The pt experienced no complications, and was discharged the following day.